Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Medtronic representative performed a navigation system check-out, all areas passed. Following this event, there have been three successful procedures. No reported issues.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon performed a pointmerge registration and received an error metric of 3.5. The surgeon was pleased with this result and proceeded with the craniotomy. After going sterile, removing the bone flap and moving to navigation, the surgeon deemed the accuracy was not as it was before, ~4-5mm inaccurate in depth. It was noted that the surgeon was testing accuracy with the passive planar blunt. The surgeon opted to discontinue the use of the navigation system to proceed. The surgery was completed successfully, with no delays. There was no impact on patient outcome.